Event description:
A doctor of ophthalmology reported a phaco power issue during surgery. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was replicated. The ultrasound printed circuit board (pcb) controller was replaced to address the issue. The system was tested and found to meet product specifications. The product met specifications at the time of release. Based on the investigation results, the root cause of the reported event can be attributed to the ultrasound printed circuit board (pcb) controller.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).